Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. There are multiple kinks along the hypotube. There are multiple flat spots along the distal shaft. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that may have contributed to the reported event.

Event description:
Reportable based on device analysis completed on 14may2020. It was reported that device could not cross the lesion. The 28mm x 2.5mm in diameter, 99% stenosed target lesion area was located in a mildly tortuous and moderately calcified left anterior descending artery. The device could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the collar was separated.